Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. X-ray images were provided. The images were sent to clinical and per their assessment: image 02 indicates a lack of fusion. Plate fracture is likely due to the delayed or non-union at the ankle joint, causing repetitive micromotion across the plate, leading to fatigue failure. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately 7 months post implantation, the patient was revised of a mtp plate that had fractured in half. Patient was noted to be experiencing non-union and pain. Attempts have been made and no further information has been provided.